Event description:
It was reported that the ventilator failed touchscreen calibration and the buttons were not working. There was no patient involvement. The customer was advised to replace the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon a follow up the customer reported that the unit was repaired; however, the customer did not provide repair or service information. No further information was provided.